Manufacturer narrative:
The device was returned to olympus for inspection. Based on the result of the investigation the root cause could not be identified. However, the likely cause is that some excessive force was applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the resection sheath exhibited the lock was damaged. There were no reports of patient involvement.